Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the battery wire was pinched (insulation compromised). Analysis also found the output connector assembly was pinched (insulation compromised). The upper case was broken. (B)(4)

Event description:
It was reported during initial powering on of a brand new device for a unit training, it was found the device would not power down. After a couple of minutes an error came up on the screen and the device would not return to normal function. The device was returned for repair and calibration. There was no patient involvement.